Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that in the event, nurses inadvertently bumped the arrow keys when restarting the tpn infusion, therefore changing the rate of the infusion.

Event description:
It was reported that in the event, nurses inadvertently bumped the arrow keys when restarting the tpn infusion, therefore changing the rate of the infusion. Although requested, additional information was not provided.

Manufacturer narrative:
Correction: h6 (patient code).

Event description:
It was reported that in the event, nurses inadvertently bumped the arrow keys when restarting the tpn infusion, therefore changing the rate of the infusion. Although requested, additional information was not provided.